Manufacturer narrative:
Product was returned to the investigation unit and some preliminary testing was completed. But the suspect device was lost before testing could be completed. An investigation was unable to locate the lost product. If additional information is available in the future, it will be sent.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device delivered boluses not programmed by the patient. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.